Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was draining out batteries. The insulin pump alarmed off no power. The insulin pump alarmed motor error after the most recent battery drain out. The customer did not receive a low battery alert prior to the off no power alert. The insulin pump was exposed to several body scanners. The customer was able to rewind the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The motor was tested outside the device and it passed. No motor error alarms were noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.